Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Uncomfortable- vagina [vulvovaginal discomfort]. Almost sure that I have cotton residue left inside- vagina [foreign body in reproductive tract]. They come apart- tampon [device breakage]. They come apart when they are coming out...almost sure that I have cotton residue left inside [complication of device removal]. They open up too much when they are inside...makes it difficult to remove- tampon [device physical property issue] . Case narrative: consumer reported via e-mail that the tampons open up when inside and that they come apart during removal. No serious injury reported.